Event description:
It was reported that a customer experienced a cartridge alarm followed by an occlusion in their mobi pump. This issue frequently caused the customer's blood glucose levels to trend upward prior to the alarm, indicating an adverse impact. After multiple troubleshooting attempts without resolution, the customer declined further troubleshooting, met with their healthcare provider for tips, and decided to replace the pump with the recommendations of clinical support and tandem. They plan to revert to an alternate method of insulin therapy until the replacement pump arrives, and were instructed on placing the current pump in storage mode and the return process.